Event description:
It was reported that a peritoneal dialysis patient passed away. It was not reported if the patient was hospitalized prior to death. It was not reported if peritoneal dialysis therapy was being performed with a baxter device and/or baxter solution(s) prior to or at the time of death. The cause of death was not reported and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.